Event description:
It was reported to vyaire medical that the avea ventilator has vent inop alarm during patient use. The patient was removed and place on another unit. There was no patient harm reported from this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: after installing the assembly onto a known good top-level system it was powered on and after entering into service mode to review all xdcr a/d counts and no anomalies were found. The system was then cycled after a successful est test for over 2 hours and was not able to reproduce the reported issue. As a precautionary measure the power driver pcba and flow control valve will be removed and disposed of and the remaining assembly will be sent to factory service to be processed.